Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011; inratio: 1.1, 1.1; reference: 2.4; mean: 1.53; confidence limits: 1.1-1.9. The mean of the inratio meter and comparative system inr were calculated. The reference value falls outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Inratio precision data provided by end-user lot: date: (B)(6) 2011; 1st inr: 1.1; 2nd inr: 1.1; mean: 1.1; sd: 0.00; %cv: 0.00. Since %cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Recent test conducted on lot #253029 on 9/07/2011 met accuracy criteria. Test results are as follows: donor 100 = 1.8, 2.2, 2.1 inr; donor 101 = 2.6, 3.2, 2.8 inr. At least two out of three replicates are within the allowable bias (+ or - 1.0) of reference results for donor 100 (1.68 inr) and donor 101 (3.04inr), respectively. No further investigation will be pursued at this time. Analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was expected to be returned. Retain strip testing results met accuracy criteria. Root cause could not be determined from the info provided from the customer. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011; inratio: 1.1; re-test: 1.1; lab: 2.4. Testing was done within 30 minutes.